Event description:
It was reported that shaft break occurred. The 80% stenosed, 3mm x 38mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the shaft of the stent was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 3.00mm stent delivery system, catheter was returned to the complaint investigation site (cis). Visual, tactile and microscopic analysis was performed on the device. A break was identified in the mid shaft, 115cm distal to the distal end of the strain relief with the distal section (from the break in the midshaft to the bumper tip) was not returned. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 3mm x 38mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the shaft of the stent was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.